Event description:
Pt's father contacted dexcom technical support on (B)(6) 2012 to report that a sensor wire fragment, seen as a black dot flush with skin, had remained inside pt's skin after sensor removal. At the time of his call to dexcom technical support, pt's father reports that pt was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.